Event description:
Seventy percent of sapphire multi therapy pumps have failed since our purchase of ten in 2015. Each pump problem (failure) prevented delivery of IV medication, resulting in missed dosing of all pts involved until another pump could be issued. Out of box failures, software failures, hardware failure and (B)(6) fees just to have q-core address each pump problem. Even a new pump sent to replace a broken one had an out of box failure before it could be dispensed to a pt. These pumps are poor quality and should not be on the market.